Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted stryker to report that a customer¿s device had a left spring failure at the defibrillation pack contact. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on. This may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Event description:
A distributor contacted stryker to report that a customer¿s device had a left spring failure at the defibrillation pack contact. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on. This may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device's pogo pin was shorter than the other pins but would extend from its barrel upon rotation of the device. Measurements taken during the investigation confirmed the failure of the pogo pin. The user would have been alerted with ¿warning, low battery¿, prompt alongside a flashing red status indicator and failure chirp, as per the reported fault. The fault was attributed to a faulty pogo pin. The device was scrapped by heartsine and the customer was provided with a replacement device.